Event description:
The manufacturer received information alleging a ventilator failed a test step during service. The device was not in patient use. The sensor board was replaced to address the issue. The sensor board was returned to the quality assurance laboratory for further investigation. During the investigation, the root cause of the sensor board failing a test step was found to be due to mt5 flow sensor being out of tolerance.